Event description:
Boston scientific received information that this patient reported that her left ventricular (lv) lead dislodged. The patient reported that a revision procedure was performed. Records indicate that the patient also received an additional lv lead in the past month. Additional information was sought from the boston scientific field representative. The representative was not present at the new lv lead implant and did not have any additional information. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.